Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Manufacturing visual evaluation noted the knob and the shaft were separated, and the weld was broken. The relevant dimension of the knob hole can not be verified any longer due to the broken weld. Therefore this complaint is indeterminate from a manufacturing standpoint. The fracture face of the weld is homogenous, which indicates material conformity and is uniform which indicates that the weld was carried out properly. Product development evaluation noted that the knob of the released tool was separated from the shaft. Welding material remained on both the knob and the shaft. Mild abrasion was noted where the release tool knob sits in the spreader. The release tool is part of the xrl spreader assembly and has been subjected to excessive hammering well beyond its intended use. This is confirmed by the updated complaint information provided by a conversation with the sales personnel present during the case. The surgical technique guide has a bold font warning which states on page 18 not to impact on the spreader. In addition to not following the technique, the surgeon excessively hammered on the device several times. Hammering is clearly outside of the technique guidance for this device. Based on these two factors the complaint is deemed invalid.

Event description:
According to the reporter, during a corpectomy procedure, the surgeon hammered on the xrl spreading and the welding underneath this release tool came off at the end of the procedure, . All pieces were retrieved. The surgeon was able to complete the procedure without further incident or adverse event to he patient was noted. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.